Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an error message presented when interrogating a device. Stored electrograms were extracted from a device image sent to technical services, device firmware was reloaded onto the device to clear the error, and the patient was educated on how to properly use the device to not trigger the error again. The device remained implanted.